Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 5, 2026 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue and black particles were observed on the lens. The lens was forwarded to laboratories for analysis. The material was tested at laboratories using elemental analysis and j-y spectrometer and detected elemental sp2 bonded disordered carbon like carbon black in the black particles. Due to raman analysis being performed on the foreign material sample, no ftir spectrum could be obtained to be ran against the añasco manufacturing library to identify potential sources of the foreign material. The complaint issue "inclusions" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery a tecnis multifocal iol had a black spot on the optic. The surgeon kept the lens aside and implanted another standby lens in the patient's eye. There was no patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as lens was not inserted into the patient's eye. Section d6b: if explanted; give date: not applicable as lens was not inserted into the patient's eye. .. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.